Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker, loose drive support disk, cracked display window corner and cracked end cap. The battery was inserted several times and passed the test. No blank display, display anomaly or unexpected restart was noted during testing. All operating currents are within the specification, no unexpected low battery, off no power alarm or battery indicator anomaly was noted. (B)(4).

Event description:
The customer's mother reported via phone call of a display anomaly and cracks on the insulin pump. The customer's blood glucose reading was over 120 mg/dl. The mother stated that they were having trouble with the battery and it would not come on right away. The mother stated that there were 2 cracks on the screen. The mother stated that the battery would not register. The mother stated that they had to take the battery out and back in. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.